Manufacturer narrative:
This is a follow-up report. Visual inspection and electrical evaluation have been performed by the responsible leica field service engineer on site. An investigation was conducted on one affected line filter of the defective xenon power supply which could not be completed because there are still two defective parts missing (igniter and xenon power supply). Further investigation will be performed as soon as all requested defective parts are returned by specification developer. The final report will be submitted once the investigation is completed. File attachments no files.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (B)(4) received a complaint on (B)(6) 2016 from (B)(6) stating that a m525 f50 allegedly caused the circuit breaker of the main socket to trip during surgery. According to or staff the surgery could not be continued by using the same device. The surgery was completed by using a back-up system. An authorized leica field service engineer (fse) performed an investigation on site on the following day. The reported failure was not reproducible. However electrical measurements showed abnormal values indicating a defect in the device. According to information of the fse the or staff was aware of an issue with the illumination prior to operation after checking the system according to the user manual. The issue was described that lamp 1 did not ignite correctly and that the lamp current is not constant. There was no patient/user harm.

Manufacturer narrative:
This is a final report. Visual inspection and electrical evaluation have been performed by the responsible leica field service engineer on site. The missing parts for evaluation (xenon power supply and igniter) had been received on the 1st of march, 2016. An investigation (electrical evaluation) was conducted on the defective xenon power supply by the specification developer . According to the investigation result the root cause of the reported malfunction was caused by a defect in the xenon power supply. The fuse on the mains input of the xenon power supply was found to be tripped due to a short circuit and a damaged transistor. The cause of the damaged transistor could not be determined. The most frequent reasons of this kind of component failure are spikes or electric interferences on the mains supply. In addition, according to further information from the leica field service engineer on site, it can be confirmed that electric interference on the mains supply of the hospital had been observed. Therefore it cannot be ruled out that this observed electric interference on the mains supply of hospital lead to this damaged transistor. Based on our complaint statistic and the observed electric interference in hospital, the probability of occurrence can be evaluated as remote. The affected device has been repaired and put back into service.

Manufacturer narrative:
The previously reported manufacturing site information was missing and therefore the manufacturing site's address, fax number and email address are being submitted.